Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿incorrect assembly operation / components / accessories placement. (Incorrect assembly)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "easy to use soft elasticated comfasure® has an anti-slip backing. It¿s unique, easy-to-operate retainer clip secures with a ¿click¿ - supporting catheter or drainage bag tubing. Easy to choose comfasure® is available in three sizes. To determine the correct size needed, measure the circumference of the widest point of the thigh (a) or abdomen. Comfasure® is available on prescription in packs of five. Overnight link system when you go to bed at night, do not disconnect your leg bag from the catheter. Connect a 2000ml bed bag (uriplan® d813131 or d1mt) to the flexible tube at the bottom of the leg bag tap. Once the two bags are securely connected, open the tap of the leg bag, to allow overnight drainage of urine into the bed bag. Important: remember to close the leg bag uristand® bed bag holder to support your uriplan® bed bag at night it should be placed on a floor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details. To obtain products that are not available on prescription call sales support direct on 01293 606786. Uriplan® bed bag code drainable 2000ml bag d813131 single use drainable 2000ml bag with tap d1mt single use drainable 2000ml bag with tear option d8420 uristand® bed bag holder code floor stand fs3** tap before removing your bed bag. Overnight link system when you go to bed at night, do not disconnect your leg bag from the catheter. Connect a 2000ml bed bag (uriplan® d813131 or d1mt) to the flexible tube at the bottom of the leg bag tap. Once the two bags are securely connected, open the tap of the leg bag, to allow overnight drainage of urine into the bed bag. Important: remember to close the leg bag uristand® bed bag holder to support your uriplan® bed bag at night it should be placed on a fl oor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details. To obtain products that are not available on prescription call sales support direct on 01293 606786. Uriplan® bed bag code drainable 2000ml bag d813131 single use drainable 2000ml bag with tap d1mt single use drainable 2000ml bag with tear option d8420 uristand® bed bag holder code floor stand fs3** tap before removing your bed bag." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the last box of leg bag tube had different sizes and also stated some were a lot shorter and some have no tubing at all. The patient had sent another box from different lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the last box of leg bag tube had different sizes and also stated some were a lot shorter and some have no tubing at all. The patient had sent another box from different lot number.